Event description:
It was reported that there was a large black mark on the stress member of a small volume intermate. This was noted after the device had been filled with colistimethate, but before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 7, 2013 ¿ november 8, 2013. Evaluation summary: the used device was received for evaluation. Visual inspection revealed a black elongated particle 2.6 mm long and also one round black particle 0.1 mm in size, embedded in the material of the stress-member column. The particles were not in the fluid path. Spectrophotometric analysis of the particles revealed that they were made of wood. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.